Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his back which resembled a burn. The irritation was described as sores under the electrodes with open skin and bleeding. The patient's nurse treated the affected area, and the patient's physician advised to remove the lifevest. Follow-up indicated that the rash was still present and that the patient was being treated in the hospital. The current medical condition of the irritation is unknown.